Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient missed a refill and the personal therapy manager (ptm) was displaying the error code 8286. It was noted that the patient was currently on vacation and had oral medication available to use. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jul-30. It was reported that the pump was alarming. The sound is consistent with pump alarms. The pump was working really well and the patient was "not completely off the oral but close to it," ¿but the pump ran dry and it alarms several times an hour 24 hours a day and the patient wanted to know what to do." It was stated the pump started alarming "a week or so after it went dry" and says when the patient called the last time ((B)(6) 2019) was when it went dry, so alarming started a week or so after that ((B)(6) 2019). The empty reservoir was reported on (B)(6) 2019 when the patient called previously. The patient was going to see the doctor for an appointment and the appointment was cancelled. It was reviewed the patient can consult with the healthcare professional (hcp) about getting a manufacturer¿s representative (rep) to come in and turn pump alarm off if they would like, and that patient says they will do this. There were no symptoms reported. There were no further complications reported/anticipated.